Event description:
During a total hip replacement procedure, the surgeon prepared what the package indicated was a #11 stem. When the prosthesis was placed in the femoral shaft, the femur fractured. When the prosthesis was removed, it appeared to be significantly larger than the trial that was used to prepare the femoral shaft. Those in attendance agree that the prosthesis appeared to be labeled incorrectly, with respect to size. The above referenced incident resulted in an unplanned repair of the fractured femur.